Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017 low flow/red heart alarms and pump stoppage events occurred on power module support. The patient complained of feeling dizzy, with crushing chest pain and palpitations. The symptoms resolved when the lvad was functioning on battery support. On (B)(6) 2017, the patient presented to the clinic and device interrogation revealed multiple pump stoppage events and driveline disconnected alarms. The patient verified the driveline had not been disconnected. Log file analysis completed by the manufacturer¿s technical services representative confirmed the events. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. Pump stoppage events occurred post-replacement. On (B)(6) 2017, the patient underwent a pump exchange.

Manufacturer narrative:
The report of a potentially compromised driveline was confirmed based on the evaluation of the explanted pump. The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing and the severed portion of driveline was returned in 4 pieces, a 29 inch distal-end piece, a 4 inch piece, a 5 inch piece, and a 7.5 inch piece. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Continuity and hipot testing were performed on the 29 inch distal end portion, and the 4, 5, and 7.5 inch portions of driveline, which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the pump-end portion of driveline revealed that all wires were electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed an insulation breach in each of the brown and black wires adjacent to the pump housing. The conductors of the brown and black wires were exposed. The insulation breach of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the brown and black wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximately 18 inches of the external portion/distal end of the driveline was replaced on (B)(6) 2017 and was returned for evaluation. Continuity and high potential testing was performed on this returned portion of the driveline and did not reveal any additional breaches that would have contributed to the reported event.